Manufacturer narrative:
The cycler was received for evaluation and successfully passed testing. Evaluation of the available log files was unremarkable with no product deficiency identified. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 13 aug 2024 from the home therapy nurse (htn) of a 70 year old male patient with a medical history including diabetes and end stage renal disease, approved for performing solo home hemodialysis, who stated the patient was found expired with the venous needle dislodged and surrounded by an unspecified amount of blood during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 14 aug 2024 from the htn who stated the patient was found by his wife who called emergency medical services (ems) and attempted unsuccessful cardiopulmonary resuscitation. The patient was pronounced deceased upon ems arrival.